Event description:
Procedure type: lap nissen. According to the reporter: the needle would toggle then fall out of the device; one needle got stuck in the tissue then came off the device. A new instrument was used to complete the procedure. The needles were removed from the pt. No significant delay to surgery. No pt injury was reported.